Event description:
It was reported that a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 7fr and during the aaa procedure the sheath was upsized to a 22fr sheath. A second proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the second proglide sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(4) for use of the 22fr sheath, per instructions for use, under indications for use: the following instructions detail the deployment sequence for closing the access site of an interventional catheterization procedure performed through 8.5f to 21f sheath size. The pre-close technique using at least 2 devices must be used when closing sheath sizes from 8.5f to 21f. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.